Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also experienced the big cracked at the back of the pump, open book pump error and crack belt clip rail. The customer reported blood glucose values of 400 mg/dl. The event involved product(s) mmt-1884. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the auto mode/smartguard feature at the time of the event. The pump functionality was affected. The customer was advised for the replacement of the pump. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.